Event description:
It was reported that the patient was airlifted from one hospital to another after losing ventricular capture. Upon arrival at the second hospital, the device could not be interrogated and was found to be in backup vvi. The patient coded and expired.

Manufacturer narrative:
External insulation abrasion was noted at 7.2-8.2cm from the distal tip electrode, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.